Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician delivered the spiderfx to a graft in the right coronary artery successfully. Upon trying to retrieve the spider, he had difficulty capturing the spider with the retrieval end of the catheter. The physician tried several times. Eventually, the physician had to retrieve the spiderfx by pulling it completely out, but the spiderfx got stuck on a strut of the stent (unk make and model) that he had just placed in the graft to the rca. When he did that, he pulled with enough force to cause the stent to kink and foreshorten. He was unable at that point to even cross the area with a wire to try to repair the damage. At the end of the case, the graft to the rca was patent.